Manufacturer narrative:
Correction made to b5: the expected infusion time was be completed by 1400 hours; however, at 2200 hours (previously submitted as 2100 hours) the infusion "was not completely empty". H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected infusion time was be completed by 1400 hours; however, at 2100 hours the infusion "was not completely empty". The event occurred during an unspecified infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.